Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer¿s current blood glucose was 524 mg/dl. The customer stated that they were trying to install the sensor and transmitter on the leg and it was not connecting. The transmitter ID was not programmed into the insulin pump. The customer declined troubleshooting for high blood glucose. They mentioned there was blood on the sensor site the insulin pump will not be returned for analysis.